Event description:
It was reported that following a refill session, patient experienced the overdose symptom of respiratory depression. It was noted the respiratory distress occurred "fairly soon after a refill" on (B)(6) 2011, although the pump logs showed the refill occurred (B)(6) 2011. It was believed the pump was turned down on (B)(6) 2012, but the pump was not updated. The patient's symptoms subsided and the plan was to restart the pump on (B)(6) 2012. It was later reported the pump contained demerol, bupivacaine, and baclofen. The medication was changed to dilaudid, bupivacaine, and baclofen. The patient presented to the hospital on (B)(6) 2012 following the pump refill noted above. The dilaudid dose was 8 mg/day. The healthcare provider (hcp) made a decision to stop the pump, and it was believed this was done on (B)(6) 2012. On (B)(6) 2012, the hcp ordered the pump to be programmed to 2 mg/day dilaudid. When the pump was checked on (B)(6) 2012, it was noted the pump was "still running." The patient was sitting up and talking just as he had been on (B)(6) 2012. It was determined there was a problem or some issue with telemetry of the pump. "Although the pump print out showed stopped pump, it was never actually programmed on the pump." The pump was then decreased from 8 mg/day to 2 mg/day per the hcp's request. It was later clarified that the pump was refilled on (B)(6) 2012 with the following drugs: baclofen (150 mcg/ml; 47.99 mcg/day), dilaudid (25 mg/ml, 7.998 mg/day), and bupivacaine (25 mg/ml, 7.998 mg/day). The reporter noted that they assumed the baclofen was compounded "since it is mixed with the other two drugs." In regards to dosage of the pump medications, a simple continuous rate was used. The patient was indicated as having been "alert/awake;" and being "reprogrammed to 2 mg/day dilaudid, etc. And told to consult his pain management physician after discharge."

Manufacturer narrative:
Concomitant medical products: catheter model 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk; catheter model 8709sc, serial# (B)(4) implanted: (B)(6) 2010, explanted: unk; physician programmer model 8840, serial# unk ; programmer ptm model 8835, serial# (B)(4).

Event description:
It was reported that 2 days after a refill a patient was admitted to the hospital with ¿some sort of respiratory distress,¿ not specified to be overdose. The patient stated the pump had been filled with demerol, bupivacaine and baclofen, and was refilled with a drug combination of dilaudid, bupivacaine, and baclofen. There was an order to turn off the pump. The pump settings were read and believed to be changed, however the settings were not updated. Two days later, when there was an order to turn the pump back on, the patient was found alert and awake and the pump was running with the settings from the last refill. The pump was then programmed to run at a lower rate.

Manufacturer narrative:
(B)(4).